Event description:
It was reported that the patient did not feel well. It was noted that the right atrial (ra) lead exhibited p-wave undersensing. Atrial sensitivity was not changed, but the device was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.